Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was observed during setup and prior to patient use. There was no patient involvement. No additional information provided.

Manufacturer narrative:
The lot was manufactured between june 10, 2017 - june 11, 2017. The device was received for evaluation. The bag was cut at the fill port where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the spike port cap from the base of the spike port tubing. The reported problem was verified. The cause of the reported condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.